Manufacturer narrative:
Customer also reported that the autopulse li-ion battery had been placed into the platform anywhere from 26 to 72 hours. The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Please see the following related MFR. Report #: 3003793491-2014-00355 for autopulse® li-ion battery with sn: unknown.

Event description:
It was reported that the autopulse platform was used on a 65 year old female patient in cardiac arrest. After approximately two minutes of compressions, the platform began to beep and displayed a "low battery" message. The crew reverted to manual CPR (exact length of time was not provided). Return of spontaneous circulation (rosc) was achieved once the patient was placed in the ambulance. Patient was transferred to the cardiac unit after arrival at the hospital. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the platform showed that the battery lock, front enclosure and bottom enclosure were damaged. From the condition of the returned unit, the damages appear to have been due to wear and tear. During functional testing, the platform performed as intended. Using a li-ion test battery, the platform ran for 15 minutes with a test mannequin and an additional 7 minutes with a large resuscitation test fixture (lrtf) with no faults observed. The reported issue of the platform stopping compressions could not be reproduced during functional testing. A review of the autopulse platform's archive was performed and the reported complaint of the platform stopping compressions and displaying a "low battery" warning was confirmed. The archive showed that the platform ran for six minutes and then stopped on the reported event date of (B)(6) 2014. The platform displayed a warning 1 (low battery voltage) and user advisory (ua) 4 (battery charge state too low) prior to the stoppage. The archive confirms that the platform was being used with a li-ion battery (s/n (B)(4)) when the stops compression occurred. The archive indicates that this battery was in a low voltage state as well as having a low remaining capacity of 331 mah at the time. It should be noted that a minimum charge capacity of 1150 mah is required at initial use and platform deployment. Since the autopulse platform is designed to alert users when a low voltage battery is being used with the device, it is concluded that the warning 1 and ua 4 observed in the archive were displayed as intended. Battery management assessment was performed and the autopulse archive data shows that li-ion battery (s/n (B)(4)) was maintained properly. A review of manufacturing records shows that this battery was manufactured on 03/28/2014. Per the autopulse user guide, every battery should be test cycled every 30 days. The expected number of test cycles is calculated by counting the number of months since the date of manufacture (+/-based on the manufacturing date of this battery and the event date of the complaint, the expected number of test cycles at the time of use was 3 (+/- 1). Since the archive showed that 2 test cycles had been performed at that time, it is concluded that the battery had been properly maintained. Based on the investigation, the parts identified for replacement were the battery lock, front enclosure and bottom enclosure. In summary, visual and functional inspection of the returned autopulse platform showed no issues with the device that could have caused or contributed to the reported stoppage in compressions. The reported complaint of the autopulse stopping compressions and displaying a "low battery" warning was confirmed based on the archive review. The archive data showed that warning 1 and ua 4 displayed, followed by a stoppage in compressions. Based on the archive data, the cause was found to be due to the use of a li-ion battery (s/n (B)(4)) that had low voltage and low remaining capacity. Per the autopulse user guide, a fully charged battery should be used with the device while it is in service. Since the autopulse platform is designed to alert users when a low voltage/low remaining capacity battery is being used, it is concluded that the warning 1 and ua 4 observed in the archive were displayed as intended. Following service, including replacement of the damaged parts, the platform passed all testing criteria.